Event description:
Flow home pump c-series elastomeric pump; the rate of th pump was 2ml/hr total volume 95ml to run for 46 hours. Infusion completed 5 hours earlier than anticipated time. Date of therapy: (B)(6) 2015. Stop of therapy (B)(6) 2015. Pump was supposed to run for 46 hours.